Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer throw away the meter because battery door was broken. Most likely underlying root cause : mlc-51- user mechanical stress (possibly dropped, broken ,, mishandled) (B)(4). At follow-up call on (B)(6) 2018, the customer stated her symptoms have improved and she did not currently have any diabetic symptoms. Customer stated she was having pain in her stomach and was unsure if it was due to the stomach flu. The customer had gone to the doctor on (B)(6) 2017 and was told her blood glucose was high. Customer's blood glucose result when at the doctor's was over 400 mg/dl. Customer was diagnosed with high blood sugar and was given IV fluids and insulin. Customer left the doctor's office the same day. No new medications or healthcare program was suggested. No additional blood tests were performed using the truemetrix meter as customer stated the battery door was broken and she was unable to use. Replacement sent. Also at follow-up call on (B)(6) 2018, customer provided details of ER visit mentioned on initial call. Customer stated that she had gone to the ER (B)(6) 2017 because she thought her blood sugar was elevated. Customer's blood glucose test result when at the ER was 400mg/dl. Customer also presented with all over body pain and also had kidney pain. Customer was diagnosed with the stomach flu but also received two bags of IV with insulin. After being treated, customer left the ER on (B)(6) 2017 and her blood glucose test result before discharge was 200 mg/dl. No new medications or healthcare program was suggested.

Event description:
Consumer reported complaint of bad beeps and broken battery door. At the time of the call the customer reported symptoms of dry mouth, increased thirst, blurry vision, body aches and dry eyes. Customer also stated that she had gone to the ER (B)(6) 2017 due to hyperglycemia symptoms.. No further information was able to be obtained as customer was in need of medical attention due to symptoms at the time of the call. See section for detail obtain at the follow up calls.